Event description:
It was reported there was an issue with the cleo 90 infusion set. The patient experienced two line-blocked alarms that they were unable to resolve. After removing the infusion site, it was noticed that the cannula had been kinked. The operator of the device was the patient. There was no patient injury.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided, a review of device history records could not be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.